Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that a high-energy treatment tool (laser, radio frequency, etc.) Was used without ensuring a sufficient distance from the tip, but this could not be determined. If handled according to the instructions for use (IFU) below, the user may be able to detect the event. "Inspection of the endoscope." In addition, the following is a description of points to keep in mind when using high-energy treatment instruments. "4.3 using endotherapy accessories." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found scope leak test/dunk test failed, but no other leak found after it was taped. The bending section cover was cut and adhesive was removed. The bending section cover glue was chipped and lifted. The bending section distal end was detached, failed the electrical continuity test al ol ohms, and the charged coupled device had a shrink tube tear. The insertion tube was scratched and dented. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a distal end plastic cover that was chipped, burnt, and scratched. There was no patient involvement.